Manufacturer narrative:
Based on additional information received from our affiliate on 11-7-17, it was confirmed that this device was initially reported incorrectly as a complaint device, it was not used in the procedure, and the initial medwatch for this device should not have been filed. UDI: (B)(4). Associated medwatch: 1221934-2014-10496, 1221934-2014-10497, 1221934-2014-10498, 1221934-2014-10499.

Event description:
The affiliate reported via email that the screw broken at the distal end during regular acl surgery. Additional information received via email from the affiliate on 08-18-2017: the breakage occurred while triggered both needle delivered simultaneously. The patient had normal bone quality. The surgeon used the original bone hole with next size of implants. The surgeon did not make an additional bone hole to complete the procedure. The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended, procedure was completed with competitor implants surgeon kept both implants inside ot there were no procedural or patient anatomy factors which may have contributed to the breakage. No surgical intervention is planned. A portion of the device remains in the patient. No patient impact. Additional information from affiliate on 11/07/2017: our sales team has confirmed that the lot number of the complaint sample sent is the correct lot number to be considered (i.e. One device with product code: 231817 from lot: 3895391 & one device with product code: 231821 from lot 3898871).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2014-10496, 1221934-2014-10497, 1221934-2014-10498, 1221934-2014-10499.

Event description:
The affiliate reported via email that the screw broken at the distal end during regular acl surgery. Additional information received via email from the affiliate on 8-18-17. The breakage occurred while triggered both needle delivered simultaneously. The patient had normal bone quality. The surgeon used the original bone hole with next size of implants. The surgeon did not make an additional bone hole to complete the procedure. The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended, procedure was completed with competitor implants. Surgeon kept both implants inside ot. There were no procedural or patient anatomy factors which may have contributed to the breakage. No surgical intervention is planned. A portion of the device remains in the patient. No patient impact.